Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incore post would not accept the screw in the lower hole. The post was removed, and a second post was used to complete the surgery. A surgical delay of 90 minutes was reported. No patient complications were reported.